Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons responded intermittently. Customer's blood glucose was 180 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No unresponsive buttons were noted. All buttons functioned properly. No moisture damage or corroded keypad traces noted. The keypad connector at the lcd board was found locked. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube and a cracked reservoir tube window.